Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotics arm interactive orthopedic system. The grey handle on the mics fell off after tibial resection.

Manufacturer narrative:
Reported event: it was reported that the gray handle fell off. Issue was noticed during case, therefore there was no case delay and no patient harm. Device history review: review of device history records indicate (B)(4) devices were manufactured under lot k086c and (B)(4) including 4200983 were accepted into final stock on 09/08/16. Complaint history review: a review of complaints related to parts in lot number k806c, p/n 209063 shows no other complaint related to the failure in this investigation. "Visual inspection: visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection: dimensional inspection was not completed visual inspection clearly shows the failure of the device. Functional inspection: functional inspection was not completed. Reported problem was with the screw and handle. Conclusions: the screw holds the handle in place. If the screw backs out then the handle can fall. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that (B)(4) and CAPA (B)(4) are associated with the failure mode reported in this event."

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotics arm interactive orthopedic system. The grey handle on the mics fell off after tibial resection.